Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset. Additionally, it was reported that the wake button was delayed in responding to touch and the pump touchscreen timed off sooner than expected. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.